Event description:
Caller reported a minimum fill notification when attempting to load three different cartridges, all resulting in the same notification. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, including cleaning the pneumatic tap area and advising the use of room temperature insulin. This resolved the issue, and the customer successfully loaded a cartridge onto the pump and resumed insulin use.